Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported from the pt that 8 months after the stent graft was implanted there was a slight endoleak of unk origin. The pt was not treated for the unk endoleak. No additional clinical sequelae were reported and the pt is fine.